Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes that one (1) tube underfilled. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary material #: 368841. Lot/batch #: unknown. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown batch. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer k2e 3.6mg plus blood collection tubes that one (1) tube underfilled. There was no health impact or consequence reported.